Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sound anomaly. The blood glucose level of the customer was 160 mg/dl. The customer stated that things sounded lose in insulin pump and the insulin pump was loud in vibrate mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case. Device received with cracked battery tube thread noted.